Manufacturer narrative:
Product event summary: manufacturer¿s analysis confirmed the customer comment that the external pulse generator (epg) would not turn on. The comment regarding leaking batteries could not be confirmed, however, it was found that the battery drawer shorting bar, entire battery compartment in the lower case, and the battery cable positive spring were contaminated. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) would not turn on. It was also reported that the batteries were leaking. The epg has been returned for repair. There was no patient involvement.